Event description:
It was reported that during a procedure, the handpiece heated up; there was no report of any adverse consequences. There was no medical intervention alleged and no report of a delay in procedure.

Manufacturer narrative:
The handpiece was received by the MFR and the complaint was confirmed. The device was inspected and it was found that the shaft threads were stretched from over-torquing, not allowing for a new angle nut to fit properly. The unit was not repairable or able to be further tested.